Event description:
The lateral c-arm in ipp9 malfunctioned. Unable to produce useable images while in bi-plane mode. Image shifted on screen with multiple images at times on the screen while trying to produce a dsa image. This occurred several times throughout the procedure. Manufacturer response for biplane, artisq (per site reporter). The system is being reviewed and evaluated by siemens.